Event description:
Event description guidant received information that during the original implant of this lead in february 2003, the physician had difficulty positioning it where acceptable measurements could be obtained. In january 2005, the pacing impedance elevated to an out-of-range reading. The pacing thresholds had also increased resulting in a loss of ventricular capture.